Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 544 mg/dl. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.